Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by the pt's audiologist that the pt's device has only seven electrode channels switched on. Of these, four of the electrode channels are causing a painful sensation, even with lower stimulation levels. The pt also complaints of intermittence.